Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: no observed openings on the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, left side implant exchange with no complaint against the device. Healthcare professional, later reported, capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Previous emdr reported capsular contracture which is no longer reportable as a baker grade ii was provided. Related h6 codes may be disregarded.

Event description:
Physician reported left side "hole, non-specific" observed during surgery. Baker grade ii was provided for the capsular contracture. Capsulectomy was performed.